Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a lead integrity alert had been alarming since (B)(6) 2016 as there was a sudden threshold increase and the impedance change then. The pacing impedance has now jumped suddenly and is high. The patient has received thirteen inappropriate shocks and a possible lead fracture is suspected. It was also noted that noise was observed on the rv lead and abnormal impedance measurements. The lead was programmed off and the patient was scheduled for a lead revision. At the lead revision, the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.